Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was non-malignant pain and other non-malignant pain. The date of the event was unknown. It was reported the patient believed their "pump is not working." There is no drug in the pump. No out of box failure and no medical or therapy problem associated with small parts. No symptoms reported. No further complications were reported.